Event description:
Hosp biomedical engineering department advised they were testing this instrument, after it was serviced by the MFR and prior to returning it to use. The pump freeflowed. It was not on a pt at the time.